Manufacturer narrative:
(B)(4). Returned meter evaluated with no defect found. Test strips not returned for evaluation. Most likely underlying root cause of malfunction: user had an inaccurate reference. (B)(4).

Event description:
Consumer reported complaint for erratic blood glucose test results. Wife is calling on behalf of the customer. The customer is concerned with tests results from back to back blood tests of 130 and 447 mg/dl. Customer stated he used the same drop of blood for the back to back blood tests. The customer's expected fasting blood glucose test result range is 85 - 145 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. Customer refused to run a back-to-back blood test during the call on (B)(6) 2017. The product is stored according to specification. The test strip lot manufacturer's expiration date is 01/16/2018 and open vial date is two - three months. The meter memory was reviewed for previous test result history: (B)(6). Memory concerns:447mg/dl, 130mg/dl. Customer is concerned with readings obtained (B)(6) 2017 at 5:54 pm of 447mg/dl fasting, customer then tested again on the same drop of blood and obtained 130mg/dl fasting.